Manufacturer narrative:
Complained product will not be not available.

Event description:
Toothbrush head will not stay on toothbrush...falls off - oral-b [device breakage]. Case narrative: 66-year-old female consumer via phone stated that the oral-b toothbrush head would not stay on/fell off of her oral-b genius 6000-8000 toothbrush while brushing. No injury was reported.